Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced diabetic ketoacidosis that did require medical intervention via ER/hospital. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.